Event description:
It was reported that a patient had previously experienced significant pain relief after initial implant of lead 977a275 5mm compact 1x8 magnetic resonance imaging (MRI) experienced lead migration, with both leads migrating approximately three vertebral body levels inferiorly and no longer providing pain coverage. During a revision procedure, intraoperative neuromonitoring detected diminished somatosensory evoked potentials, and there was concern of intraspinal bleeding. As a result, the revision procedure was aborted and the system was explanted. Upon waking, the patient exhibited no change in sensation, weakness, or other neurological signs. A reimplant is planned but has not yet been scheduled.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; section e street 1: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.